Event description:
It was reported the device was used during an unk procedure. It was reported the clip applier fired 2 clips at once on the field. The case was completed with a new er320. There was no consequence to pt.